Manufacturer narrative:
(B)(4): the customer reported an inability to acquire a 12 lead ECG. There was no negative patient impact. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported an inability to acquire a 12 lead ECG. There was no negative patient impact.